Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 23 jul 2015. The review was performed from the date of manufacture to the present date 07 may 2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device received unit, alarming check IV, 240.4150. Replaced both upper and lower pressure sensors. Passed pm checks. Verified functionality to be within tolerance and rts. There was no patient involvement.